Manufacturer narrative:
The review of the data provided confirmed the reported issue: on (B)(6) 2025, both atrial and ventricular impedances are more than 3000 ohms and the dates of measurements are erroneous. The subject device was implanted on (B)(6) 2024 and connected to the atrial lead beflex rf45d s/n (B)(6) and to the ventricular lead beflex rf46d s/n (B)(6), both leads were implanted on (B)(6) 2010. In the data provided from (B)(6) 2025, at 14h39: both atrial and ventricular impedances are higher than 3000 ohms and the measurement dates are erroneous. At 14h52, the battery status is normal, the electrical measurements are normal as well as the dates of measurement. The investigation of the data provided shows that the cause of the high atrial and ventricular impedances and erroneous dates is a thread management issue during the first interrogation of the subject device on (B)(6) 2025. The thread management issue occurred because of communication errors at the first interrogation of the subject device. In the data provided from (B)(6) 2025, the atrial sensing is very low, and the ventricular pacing threshold is high. An additional complaint shall be filled in for both atrial and ventricular leads. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, when telemetry was performed on the eno dr (s/n: (B)(6)), the lead impedance measurements for the atrial and ventricular channels were over 3000 o and displayed in red. When the lead impedance was manually measured, it was around 500 o and no abnormalities were observed. When measurements were taken with a unipolar ventricular output of 4.25 v, twitching occurred and measurement was not possible, so the ventricular output was changed to 7.5 v. X-ray findings did not reveal any lead fractures, so the patient was scheduled to return for follow-up in one month. No health hazards have occurred to the patients. Additional information on the first page of the attached pdf file, enodr_339cr76c_1439, it is stated that the previously saved ventricular lead impedance was >3000o ((B)(6) 1971), but the eno dr (s/n: (B)(6)) was implanted on (B)(6) 2024, and the a lead and v lead were implanted on (B)(6) 2015, so there is an inconsistency. This may be due to programmer error or a communications failure. The primary concern is that the lead impedance may have continued to exceed 3000 o between the previous and this follow-up visit. A persistent impedance of over 3000 ohms since your last follow-up may indicate a prompt replacement of your device or leads.